Event description:
It was reported to medtronic neurosurgery that 6 months after having the device implanted the patient experienced blurred vision and dizziness. According to the report, the patient went to the hospital for a CT scan in (B)(6) 2014. The report states that the physician found the patient¿s ventricles had collapsed and that there was no cerebrospinal fluid reflux and that it was therefore revised. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).